Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support for resetting the pump, successfully reset it, and did not experience the same malfunction again. The customer was advised to continue using the pump and to contact support if the issue reoccurs, and they understood the instructions provided.